Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: the pump's black box showed evidence of excessive battery usage on (B)(6) 2015 at 02:22 resulting in a low battery warning. The battery cap was unable to fully tighten due to damaged threads. There was a battery compartment crack observed from the thread area to the case seal. The battery compartment threads were damaged. The pump's current draws were within specifications.